Event description:
An unknown size aneurx stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that during implantation the stent graft moved slightly distal resulting in a type I endoleak, due to the severe angulation of the aortic neck, greater than 50 degrees. An aortic cuff was placed and the endoleak resolved. Seven months post implant the CT demonstrated that the bifurcated stent graft and the aortic cuff separated resulting in a type iii endoleak due to changing of the morphology of the aortic neck. The physician elected to perform a surgical open repair. The stent graft was successfully removed and the patient is reported to be fine. The user facility has retained the explanted stent graft in the pathology department and the device will not be returned to medtronic for evaluation.